Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the caller to fully charge the battery and reset the pump, advising the customer to contact them again if the issue persisted.